Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in cardiogenic shock, an intra-aortic counterpulsation procedure was performed. The balloon was inserted. The fos was not recognized by the pump. The electrocardiogram (ECG) wire was defective, so the fos was not recognized by the machine. There was a delay in the treatment because the intra-aortic balloon (iab) had to be removed and a new iab was inserted successfully. It was noted that later the patient died; however, it was confirmed that there is no link between the incident with the device and the death of the patient. The device is not contributory.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab unable to get fos signal is confirmed. The fos fiber was broken near the distal tip of the catheter and therefore, the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient was in cardiogenic shock, an intra-aortic counterpulsation procedure was performed. The balloon was inserted. The fos was not recognized by the pump. The electrocardiogram (ECG) wire was defective, so the fos was not recognized by the machine. There was a delay in the treatment because the intra-aortic balloon (iab) had to be removed and a new iab was inserted successfully. It was noted that later the patient died; however, it was confirmed that there is no link between the incident with the device and the death of the patient. The device is not contributory.